Event description:
It was reported that the device's main stop cock wasn't glued properly and fell off.

Manufacturer narrative:
The returned device was patent. It met the requirements for leak testing. The mounting bracket and the main stopcock were not connected. If information is provided in the future, a supplemental report will be issued.